Event description:
It was reported that a spectrum infusion pump had constant close door messages. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant close door messages. Evaluation found that fully latched message corresponding with the reported symptom. Further evaluation found pulled threaded inserts from front case which allowed separation between front case and mechanism assembly resulting in excessive force to close door causing the door not fully latched message. The front case assembly was replaced to correct this condition.